Manufacturer narrative:
It was reported that a patient needed foley catheter re-insertion after "foley tubing broke while barely tilting patient." On request for additional information, no additional information was provided since the customer determined the reported event was caused by a user error. Despite good faith efforts to obtain additional information, the end-user was unable or unwilling to provide any further patient, product, or procedural details. Due to the reported incident and in an abundance of caution, this medwatch is being filed. The sample is not available to be returned for evaluation. No additional information was provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "the foley tubing broke while barely tilting patient."